Manufacturer narrative:
An event of material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of the complaint history identified no similar complaints reported from this lot. The device was returned for analysis. The delivery system was returned in a damaged condition. The valve capsule was noted to have deformation damage. The inner shaft was noted to have several bent damages. No other anomalies were found on the delivery system. Based on all available information, a cause for the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10349481). (B)(6) check confirmed the valve was loaded correctly. During first deployment attempt, the valve was too high. Recapture was attempted but the valve capsule was observed to be deformed into an accordion shape. The retainer receptible could not reenter the valve capsule. Since it could not be recaptured, the valve had to be deployed in the thoracic aorta. With difficulty separating retainer tabs, the valve was able to be deployed. However, on imaging an aortic dissection was observed between the sino tubular junction and sovraortic trunk. Despite the dissection, patient was hemodynamically stable. A valved tube prosthesis. Was implanted to treat the aortic dissection. The patient was reported to be under monitor.